Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed self test using external paddles and electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During investigation of the device to determine root cause, the technician observed damage consistent with mishandling. The paddle shorting cable were replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.